Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing. The biomed reported that he found the settings was wrong but not sure if the settings contributed to the error codes. He said the humidifier volume was set to 375 when it is supposed to be 220 then the circuit limb was set to non heated wire when it is on heated wire.